Manufacturer narrative:
(B)(4). It was reported that the device was returned with no other information other than the device needs repaired. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter a 2:1 ratio cutter for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. The device history record (DHR) for serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ medicrea has not previously repaired/evaluated skin graft mesher as documented in the repair reports. It is unknown if the cutters have been previously repaired. The current repair did not state anything about a previous repair for the cutters. Initial qa inspection of the skin graft mesher by medicrea revealed that both cutters were worn and they must be replaced. The comb, bearings, bottom roller and gear were all defective. The device was out of calibration. Both cutters failed to produce passing sample meshes. Repair of the skin graft mesher was performed by medicrea which included replacement of the comb, bottom roller, bearing washers and roller gear. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the device was returned with no other information other than the device needs repaired¿ was confirmed since during initial inspection there were multiple components that needed replaced. The root cause of the device needing repaired cannot be specifically determined with the provided information since it is unknown at this time what experience the customer was having with the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the skin graft mesher spare parts listed in the estimate were replaced. It was discovered during inspection that the comb was defective. No adverse events were reported as a result of this malfunction.